Manufacturer narrative:
(B)(4).

Event description:
It was reported that a connection issue occurred for transmitter ID 8pz3q5. Data was evaluated and the allegation was confirmed for transmitter ID 8px3q5. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of a connection issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.